Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen goes blue and black and did not saw display and was suddenly come back. The insulin pump had act button had to be pushed hard to click it and pump rewinds louder than before and received random no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.